Event description:
It was reported that this lead was explanted due to noise that exhibited oversensing. This lead was successfully replaced. This lead is not expected to be returned for analysis. No additional adverse patient effects were reported.